Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump continues to alarm no delivery during basal rates. Customer stated she had called and troubleshooting was performed however the device continues to alarm. Customer didn't recall her blood glucose at the time of the alarm. Troubleshooting was performed again and customer was advised the alarm was caused by infusion set and reservoir occlusion. The customer is not returning the device for analysis.